Event description:
The customer reported that the avalon fm20 fetal monitor was wrongly tracing a fetus that was already deceased/stillborn.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more info concerning this event.